Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw integrated in the middle part of telefix double rod which locks the translation was damaged and put out of use following a movement of simple and non-brutal unscrewing by the surgeon. The implant became unusable. Surgery was delayed by 30mn. No part in the patient, no consequence on the patient, the incident did not require further treatment. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was conducted and it showed that the device was in good condition and no visual deviation could be detected. The event was not reproducable. The locking mechanism worked properly. Therefore no device related reason could be detected. Placeholder.